Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at around 10 atmospheres for about 3-5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.